Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). It was reported that the mother board was replaced to resolve the issue.

Event description:
Per (B)(6) aer database: the hospital reported that the system shut down during a procedure causing a loss of mechanical ventilation. There was no report of patient injury.